Manufacturer narrative:
Continuation of d10: product ID: 97745 (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. B3: event date is year valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient asked to speak with spanish speaker. Agent conference spanish interpreter. The reason for call was patient said the implant and controller is not charging, the controller screen is blank about two months ago. Patient stated the ins moved. Patient said the implant is not working, their legs are hurting, back is hurting, and their body is hurting. Patient mentioned that they haven't seen their healthcare provider for a year, and no one has come to their house to explain how to use the controller. Patient stated they have difficulties getting in touch with hcp ofc. Agent assisted patient with resetting the controller, after resetting the controller power on, with memory problem and battery empty message. Patient confirmed the controller powered on and recharging with green light flashing while plug into the outlet. Agent confirmed there is no visible damage on the rtm. Agent offered physician listings. Agent recommend charging the cont roller and then charge the ins and call back for assistance if necessary. Agent recommend patient consult with hcp ofc for next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.